Event description:
It was reported that the pw has not been suctioning properly and motor is making a grinding noise. Rep created s/t and exchange for new kit. Used with male wicks. No additional information provided. No troubleshooting was provided.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was unconfirmed because the device meets specifications. No root cause could be found because the reported event was unconfirmed. A bd pure wick urine collection system and power cord was returned for testing. There is light and sound indicating function. Once the device was opened up, there was no residue on the base and the rim. Further inside, there was no residue and mild corrosion on the returned pcba. There was also a very small amount of residue in the inner tubing next to the motor. As the reported event is unconfirmed a risk review is not required. As the reported event is unconfirmed a labeling review is not required. A DHR review is not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pw has not been suctioning properly and motor is making a grinding noise. Rep created s/t and exchange for new kit. Used with male wicks. No additional information provided. No troubleshooting was provided.